Event description:
Product evaluation identified the unknown healing abutment to be hc345.

Manufacturer narrative:
One heal collar 3.5x4.5, 5mm (hc345) and along with one imp,tsv,4.1,13,mtx,mg (tsvt4b13) were returned for investigation attached to each other. Visual evaluation identified dried blood and bone on the returned devices. Functional testing to recreate the reported event was performed and it was determined the devices failed functional testing as they were not able to be separated. A pre-existing condition noted by the customer was allograft site. The patient had moderate (type ii) bone density. The reported devices were used on tooth # 9; the implant was used for 8 months while the healing collar was used for approximately 3 months. The customer did not provide any pictures or x-rays. DHR review and complaint history review could not be performed, as the lot number associated with the reported product (hc345) is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A complaint history review by item number was conducted for the (hc345) dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported device related to the reported event. January post market trending was reviewed and there were no actionable events or corrective actions for the reported event (does not disengage) or devices (tsvt4b13 & hc345). Therefore, based on the available information, device malfunction did occur and the reported event was confirmed for both devices, as they were unable to be separated. The following sections have been updated: b4: date of this report. D1: device brand name. D2: device product code. D4: device catalog. G4: date received by manufacturer. G5: PMA/510(k) number. G7: checked "follow-up". H2: checked follow-up type h3: device evaluated by manufacturer. H6: entered evaluation codes. H10: added manufacturer narrative.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient weight: not provided. Device brand name: not provided. Device product code: not provided. Device catalog/ lot number: not provided. PMA/510(k) number: not provided.

Event description:
It was reported that an unknown healing abutment was unable to be removed from the implant. Event occurred after two weeks of implant placement. Doctor wait another two weeks to allow implant to heal and healing abutment was unable to be removed. As a result, implant was removed. Another implant was placed. Tooth location 9.